Manufacturer narrative:
The complaint states the ring disassociated from the rod. The investigation confirmed the failure mode as reported. A complaint search did not identify any similar complaints received. The device was reviewed by bioengineering in comact t467471 which states the instrument has been investigated. As per wi-103276989 rev 1, the instrument carries significant signs of wear and tear. A request was made to pass the instrument to supply quality for missing part markings and pin welds out of specification. The device was forwarded to the sqe however due to the lack of the lot number the supplier could not be identified. Further requests were made to the complainant for product details however none were received. The complaint shall be treated as an isolated incident as no other complaints have been identified under this code for this failure mode. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The ring disassociated from the rod.

Manufacturer narrative:
Complaint description: the ring disassociated from the rod. A complaint search did not identify any similar complaints received. The device was reviewed by bioengineering who determined that the instrument carries significant signs of wear and tear. The device was forwarded to the supplier quality engineer however due to the lack of the lot number the supplier could not be identified. Further requests were made to the complainant for product details however none were received. The complaint shall be treated as an isolated incident as no other complaints have been identified under this code for this failure mode. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
The ring disassociated from the rod. A complaint search did not identify any similar complaints received. The device was reviewed by bioengineering who determined that the instrument carries significant signs of wear and tear. The device was forwarded to the supplier quality engineer however due to the lack of the lot number the supplier could not be identified. Further requests were made to the complainant for product details however none were received. The complaint shall be treated as an isolated incident as no other complaints have been identified under this code for this failure mode. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.